Event description:
It has been reported the scope had a foggy image.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion: the information provided by the customer "foggy" image can be confirmed. The optics produce a cloudy and partially blurred image. During inspection of the optics, residues were found adhering to the distal cover glass. These residues are responsible for the poor image quality. The cover glass was cleaned manually with an alcohol solution and a cotton swab to remove the adhering residues. After re-checking the imaging, no negative impact on the imaging could be detected. The imaging is clear and distinct and shows very good image sharpness. In our reprocessing instructions ri telescope, hopkins, 12°, autoclavable 26020fa_en_v23.3_12-2022_ri_FDA, we expressly refer to point 7 bedside pre-cleaning, paragraph 1, point 9.1 brushing the surface, paragraph 2, point 12 visual inspection, paragraph 2, and point 13.1 functional check, paragraph 13.1, we expressly refer to the correct manual cleaning and any remaining residues, as well as to an imaging check after the reprocessing process. Furthermore, the rod system contains minimal dirt particles caused by use, but these do not adversely affect the imaging. Furthermore, a chemically corroded solder joint was detected during the inspection of the optics. The damage detected during the inspection is not due to a manufacturing/production defect but was most likely caused by clinical use/clinical reprocessing. No further measures will be taken. This event is filed under internal complaint ID (B)(4).